Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is around 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or blank display noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. The unit had minor scratched lcd window and cracked reservoir tube lip.